Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the event is still ongoing as of (B)(6) 2018. The patient had a medical intervention of frisium adaptation in (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the issue was unresolved at the time of the study exit on (B)(6) 2019.

Manufacturer narrative:
D2: please note that this device was used in an off-label manner as it was implanted for epilepsy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was updated that the patient was hospitalized for 11 days, not 1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was corrected that the patient was hospitalized for 1 day, not 10 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient's clinical diagnosis was exacerbation of seizure severity. There was no frequency change. The exacerbation of seizure severity occurred after the patient's stimulation settings were increased in (B)(6) 2017. The patient visited their epileptologist on (B)(6) 2017 and they were reprogrammed. The issue was resolved without sequela on (B)(6) 2017. The etiology was stated to be related to the programming/stimulation. No further complications were reported or anticipated. Additional information was received from a healthcare provider (hcp). It was reported that the patient accidentally turned off their ins and experienced an exacerbation of seizures. They had 6 seizures in 1 day. It was noted that a scalp eeg was abnormal, but was not specified. The patient was hospitalized for 10 days and the event was resolved without sequela on (B)(6) 2018. No further complications were reported or anticipated.